Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that both portions of the touch panel, of muting the alarm sound and resetting the alarm, do not respond. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04oct2018. Date of manufacturer: 01oct2018. Philip's international service technician confirmed the reported touchscreen issue. The service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.